Event description:
It was reported that this right atrial (ra) lead was surgically revised due to lead found to have moved during post operation checked via chest x ray. In addition, this ra lead exhibited non capture at 5 volts. This ra lead remains in service with good numbers. No additional adverse patient effects were reported.